Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of alarmed and turned off the front panel was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined however it is likely that the following led to the malfunction: the panel display disappeared due to a failure of the pressure sensor of the main printed circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high flow insufflation unit alarmed and the front panel turned off. The issue occurred during the therapeutic (laparoscopic cholecystectomy) procedure, and the procedure was completed using the same set of equipment. There were no reports of patient harm.